Manufacturer narrative:
D2b - pro code (product code): lit, dqy. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the moderately tortuous shunt vessel. A 5.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, during the procedure, it was noted that the balloon did not expand at all. The pressure was reduced to 2 atmospheres, but the blood started to flow back when the balloon was barely expanding. It was suspected that there might be a congestion between the guidewire lumen and the inflation lumen. The procedure was completed with a different device. No patient complications were reported.